Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported by arjohuntleigh representative that uncommanded lowering of maxi lifting arm caused dropped down of the arm and hit pt to a head. It was found that handset cable trapped and mangled within hoist column: "we strapped the pt in and we were going to connect the straps to the hoist so we tried to lower the bar of the hoist using the handheld remote so it could meet the straps that go under his leg, but halfway down the bar stopped lowing, so we tried lowering it again using the hand held remote but it wouldn't lower the first time I pressed the down button and when I pressed it again it suddenly dropped down and hit his head whilst doing so. I am not sure how it happened though". From received info injury to pt's head occurred as a result of this incident. Pt was examined by on site doctor, no treatment was required. Device examination included in incident description from showed that general condition of involved device was satisfactory for its age. It was found that anti crush switch not working, no handset with hoist, all other functions working ok. Last maintenance was performed by the customer in (B)(6) 2014. Arjohuntleigh representative questioned on site maintenance regarding their servicing, and was informed that no load test has been done for the last couple of years, also that they only carry out a visual examination on the hoist, he was also informed that no lift straps have been changed, and that they did not know how to service the hoist as per arjohuntleigh service procedure. Arjohuntleigh representative have recommended that this hoist is not used until the repair has been carried out, and the hoist is serviced as per mfrs recommended service procedure.